Event description:
A customer reported the footswitch did not work during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. With no additional, related information provided, the customer reported events of cassette not being accepted or footswitch issue were not able to be confirmed. The system was manufactured on september 27, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).